Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple rv and superior vena cava (svc) defibrillation impedance spikes and was now high. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple rv and superior vena cava (svc) defibrillation impedance spikes and was now high. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.